Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient¿s last office visit was over a year ago and the field representative could not interrogate the pacemaker. The pacemaker was implanted for over 9 years and it was discussed that it was possible that the battery was too low. The patient reportedly had previously had syncopal events. The patient had also missed their appointment, at the end of the year, last year. A magnet was placed on the device and there was no change. The device was found to have normal battery depletion and was explanted the following day. The patient is not pacemaker dependent, however the cause to the syncopal events is not known. No additional adverse patient effects were reported.